Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided on (B)(6) 2026. Elevated blood glucose was addressed with a manual dose injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.